Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an atellica im 1600 analyzer. Quality control (qc) and calibration were acceptable on the day of the event. Siemens reviewed the instrument data and determined that there were no issues with aspiration or dispensing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the secondary waste reservoir, luminometer aspirate probe, base dispense probe, base pump, and pressure regulator, ran 3 auto checks, which recovered acceptably, checked cleanliness and debris, and resolved base dispense issues. Further, the cse re-checked the base dispense, reran auto checks, and performed precision tests on qc 5 times, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an atellica im 1600 analyzer. The initial result was reported to the physician(s), who questioned the result. The sample was repeated twice on different alternate atellica im 1600 analyzers. The repeat results recovered lower than the initial result and were considered correct. The repeat result of 141 miu/ml was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely elevated thcg result.